Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("excessive bleeding") in a (B)(6) female patient who had essure (batch no. 886670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6)1992, (B)(6) 1995, (B)(6) 2014). Concurrent conditions included vaginal bleeding and uterine bleeding. Concomitant products included panadiene co (tylenol #3) for pelvic pain as well as azithromycin since 2015, codeine since 2015, cyclobenzaprine hydrochloride (flexeril) since 2013, ibuprofen (motrin) since 2013, ketorolac tromethamine (toradol) since 2013, medroxyprogesterone (depo provera) from (B)(6) 2012 to (B)(6) 2012, meloxicam (mobic) since 2013, methocarbamol (robaxin) since 2013, paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2017, prednisone (deltasone) since 2016, tramadol hydrochloride (ultram) since 2013 and vicodin (norco) since 2016. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), depression ("depression,"), anxiety ("mental anguish"), rash ("rash / rashes or skin conditions - type: rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 5 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)- type: vaginal"). In (B)(6) 2014, the patient experienced vaginal odour ("vaginal odor") and vulvovaginal discomfort ("vaginal irritation"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (had a hysterectomy surgery scheduled). At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal odour, vulvovaginal discomfort, female sexual dysfunction, depression, anxiety, rash, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and vaginal infection outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour and vulvovaginal discomfort to be related to essure. The reporter commented: she tolerated the procedure well. Patient was trying to avoid having that surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media, vaginal discharge, vaginal irritation, bladder infection, rash, headache, fatigue,¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2018: plaintiff fact sheet received. Infection (bladder/urinary tract/vaginal)- type: vaginal. Case became incident. Outcome of event bleeding was added. Onset date of event pelvic pain were updated. Concomitant drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. 886670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3 (B)(6)1992, (B)(6)1995, (B)(6)2014). Concurrent conditions included vaginal bleeding and uterine bleeding. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) for pelvic pain as well as since 2013, azithromycin since 2015, codeine since 2015, corticosteroid nos since 2016, cyclobenzaprine hydrochloride (flexeril) since 2013, ethinylestradiol;norgestimate (sprintec), hydrocodone bitartrate;paracetamol (norco) since 2016, ketorolac tromethamine (toradol) since 2013, levonorgestrel (mirena), medroxyprogesterone acetate (depo provera) from (B)(6)2012 to (B)(6)2012, meloxicam (mobic) since 2013, methocarbamol (robaxin) since 2013, opioids since 2013 and paracetamol (acetaminophen) from (B)(6)2012 to (B)(6)2017. In (B)(6)2012, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), depression ("depression,"), anxiety ("mental anguish"), rash ("rash / rashes or skin conditions - type: rashes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 5 days after insertion of essure. On (B)(6)2012, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal)- type: vaginal"). In (B)(6)2014, the patient experienced vaginal odour ("vaginal odor") and vulvovaginal discomfort ("vaginal irritation"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), genital haemorrhage ("excessive bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with alprazolam (xanax) and surgery (had a hysterectomy surgery scheduled). At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal odour, vulvovaginal discomfort, female sexual dysfunction, depression, anxiety, rash, migraine, headache, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and vaginal infection outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour and vulvovaginal discomfort to be related to essure. The reporter commented: she tolerated the procedure well. Patient was trying to avoid having that surgery received treatment for bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media, vaginal discharge, vaginal irritation, bladder infection, rash, headache, fatigue,¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New event: "allergic reaction" was added. Seriousness criteria of the event "genital haemorrhage" updated to non-serious. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.